Event description:
Device 1 of 4. Reference MFR. Reports # : 1627487-2013-220230, 1627487-2013-220231, 1627487-2013-220232. The pt had two leads from the same lot. On (B)(6) 2013, the pt was reprogrammed due to ineffective stimulation. X-rays revealed that the leads for off label use had migrated into a different location. On (B)(6) 2013, the pt underwent surgical intervention to reposition the lead. The repositioning was unsuccessful due to scar tissue. In turn, the physician cut the lead into pieces and removed what was accessible, to implant the new lead. The new lead was programmed on (B)(6) 2013 resulting in effective stimulation. Follow up revealed surgical intervention resolved the pt's issues. All leads are being reported because it is unknown which device had migrated and was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.